Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a photo of the complaint device was provided by the customer; however, no failures could be visualized. Visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to the balloon being ruptured. Microscopic inspection confirmed the burst balloon. This failure is likely due to factors encountered during the procedure, such as the interaction with the scope or with the sphincter and/or the technique used by the physician during the dilation, that could have caused the balloon to burst and leak. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the duodenal sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon could not be inflated. Reportedly, the balloon was withdrawn from the patient and found that the balloon was leaking contrast. The procedure was completed with another cre wireguided dilation balloon there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon was burst; therefore, this is now an MDR reportable event.